Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer called back after received new infusion sets and the insulin pump continues to alarm no delivery. Customer's blood glucose was 232 mg/dl. Customer has tried all remedies and device continues to alarm. Troubleshooting was performed, it was determined that changing the reservoir resolved the issue. Manual prime was performed and the device did not alarm. No further information reported.